Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) lead. There was no noise present on the lv channel and the output was set at 2.5 volts at .8 milliseconds. The threshold measurements were reprogrammed to 4 volts at 1 millisecond with no muscle stimulation noted. It was noted the configuration was lv tip to lv ring. Technical services (ts) recommended trying different configurations to see if measurements are the same or improved. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.